Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone via an implantable pump. The indication for use was spinal pain indications. The company representative reported they were notified today that the patient had a code 99 (pump stop exceeded tube set duration) and 100 (pump motor is currently stalled) on the tablet. The patient had no symptoms and no volume discrepancies. The company representative did state that the pump had been stopped for 347 hours. The company representative would follow up with the healthcare provider and patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the motor stall was not determined as the patient chose not to come back into the office for troubleshooting. Actions/interventions taken to resolve the motor stall were not known and the status of the device was unknown as the patient did not want to return to have the pump read again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.